Manufacturer narrative:
The technician noted the lift hook was incorrectly positioned on the rail trolley hook which caused the multirall to fall. According to the multirall instructions guide: before using the lift the first time, make sure that: the lift is assembled in accordance with the assembly instructions. The lifting accessories are properly attached to the lift. You have read the instruction guide for the lift and lifting accessories. Personnel using the lift are informed of the correct use of the lift and lifting accessories. Before lifting, always ensure that: the lifting accessories are not damaged. The lifting accessory is correctly and securely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift. The lifting accessories hang vertically and can move freely. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended, but before the patient is lifted from the underlying surface. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the multirall had come off the rail carriage during a patient transfer causing the patient to fall. The lift was located in the account. There was no serious patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).